Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, occlusion, sleep current measurement, active current measurement, and self tests; it failed the force sensor test. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion on some components close to the battery connectors. Device was received with a crack on the battery tube which starts at the corner of the belt clip rails. There's an additional crack in the battery threads that runs horizontally from the belt clip rails across the side of the unit to the front. In addition to this, the left belt clip rail broke off. Finally the s/n label located between the belt clip rails has rubbed off and become illegible, the display window cover is missing, and the middle keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image on the screen. The customer¿s blood glucose was unknown. Customer stated that picture of the insulin pump pointing to an open book was displayed before the open book image was displayed on the screen. Customer stated that insulin pump was dropped in the tube with water. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.